Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer allowed the pump battery to fully depleted and shut off. The pump was left off for an unspecified amount of time. The customer stated they were neither using the pump or a back up method of insulin therapy to control blood glucose (bg) level. The reason the customer was not using any form of insulin therapy was unknown. Subsequently, the customer was taken to the hospital on (b)() 2016 with a blood glucose level in the 1000's (mg/dl). While in the hospital the customer received insulin intravenously. The customer was released from the hospital on (B)(6) 2016. In addition, when the pump was turned back on it was noted a pump reset had occurred resetting the time and date. It could not be confirmed if the reset was due to a pump malfunction or the pump being left in a fully depleted state for an extended period of time. Pump data upload was not available for review. Customer's blood glucose level was 192 (mg/dl) at the time of the call. During troubleshooting with tandem technical support, the customer was able to reload a cartridge onto the pump and resume insulin delivery.